Event description:
Customer reported that the insulin pump had alarmed for a loose drive support cap. The blood glucose reading was high but customer did not provide the reading. Customer stated that the insulin pump had not been dropped or bumped. He stated that the drive support cap appeared normal and recessed and that he had not pressed on it while connected to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.